Event description:
It was reported that the svo2 was inconsistent and then the number would stop. The system was recalibrated but still the numbers were "up and down." After changing out the om2 cable, the numbers stabilized. The patient status was unchanged during this entire time. No patient injury was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be submitted when the evaluation is complete.